Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint database and device history record could not be performed since the lot number was not provided.

Manufacturer narrative:
One unit was returned for evaluation. The unit was visually inspected. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found. Corrective actions are in process.

Event description:
The account reported that a portion of the catheter broke off inside the patient. It is unknown if......

Manufacturer narrative:
A review of this MDR identified a typographical error related to the date. This has been corrected in this report.